Event description:
After the lens was inserted into the eye using the delivery device, it could not be centered. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-00527 intraocular lens used with this delivery device.